Event description:
According to the reporter: during the first firing for resection of segmental resection of lung, the surgeon clamped the tissue and tried to fire the device, however the device was pre-fired and the surgeon could not fire the device. Replaced by reload,the firing was completed with no problem. The patient had a pneumothorax. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.